Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late

Event description:
Patient reported an unknown side of "experiencing symptoms" and "experiencing persistent pain over the past 3 months." Healthcare provider additionally reported left side pain, swelling and "small amount of fluid but nothing significant." This record will be for the left side. Device remains implanted.